Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. The patient was using an omnipod 5 pump at the time of the event. On (B)(6) 2026 at approximately 6:30 am, the patient¿s mother observed that the patient was experiencing difficulty breathing. At that time, the cgm displayed ¿low,¿ prompting a fingerstick blood glucose (fsbg) check, which measured 560 mg/dl. In response, the patient¿s mother administered an insulin injection (dose not recalled). She then transported the patient to the emergency room (ER) at approximately 7:00 am (exact time not confirmed). Upon ER arrival, the cgm continued to display ¿low.¿ an fsbg measurement was obtained at the hospital; however, the value was not recalled. During the visit, the patient received intravenous (IV) saline. After approximately 4 hours of observation, the patient was discharged in stable condition. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.